Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the ccm and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) had a blank display. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b5, e1, e2, and h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was there but it was not being illuminated. Using a flashlight, the pst could see the main screen display of the ccm in the background. It was determined that the ccm display did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.